Event description:
Event description guidant received information that this coronary sinus transvenous implantable lead had insulation damage and a conductor coil fracture and this ventricular implantable lead had insulation damage. The ventricular lead exhibited noise on the rate/sense and shock channels which resulted in multiple diverted episodes as well as pacing inhibition and an inappropriate shock.